Manufacturer narrative:
A ge service representative performed an onsite investigation. The updated system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The field engineer reported that the system was mixing pt images. There is no report of pt injury or death.